Event description:
The implant failed due to poor bone condition. The implant was placed at #36 and removed after 5 mos. Traditional 2 stage surgery. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.